Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial/batch: (B)(6).

Event description:
It was reported that all components were explanted due to patients loss of therapy. The explanted devices will not be returned per hospital policy.